Event description:
A report was received that the patient was experiencing warmth and swelling at the battery site. It was noted that after two days the scs system was not working as the ipg would not turn on and it would not charge. The patient will undergo an ipg replacement procedure. The physician was unsure if device malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. The patient was doing well postoperatively. Additional suspect medical device component involved in the event: model #: sc-8352-70 serial #: (B)(4) description: coveredge x 32, 70 cm 4x8 surgical lead.

Event description:
A report was received that the patient was experiencing warmth and swelling at the battery site. It was noted that after two days the scs system was not working as the ipg would not turn on and it would not charge. The patient will undergo an ipg replacement procedure. The physician was unsure if device malfunction was suspected.

Manufacturer narrative:
Additional information was received that no further information could be obtained wherein electrocautery was used. Sc-1132 (B)(4): device evaluation indicated that the complaint was confirmed. The ipg would not be charged nor linked due to damaged u3_asic. It was confirmed that the component would be generating high thermal discharge. As a result, the device sleep current was extremely excessive. Due to the device damage, the patient data was not captured. The source of device damage is unknown. Sc-8352-70 (B)(4): device evaluation indicated that the device was cut cleanly and the proximal tip was not returned. The damage was considered an explant damage.

Event description:
A report was received that the patient was experiencing warmth and swelling at the battery site. It was noted that after two days the scs system was not working as the ipg would not turn on and it would not charge. The patient will undergo an ipg replacement procedure. The physician was unsure if device malfunction was suspected.